Manufacturer narrative:
Concomitant medical products: 503458 lead, implanted (B)(6) 1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance which triggered a polarity switch. There was also noise noted during atrial high rate episodes. High capture threshold was measured. The lead was reprogrammed and remains in use, but is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.